Manufacturer narrative:
Concomitant medical products: product ID :8703, lot#: j9311919, product type: catheter. Other relevant device(s) are: product ID: 8703, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of morphine at 11mg/day via an implantable infusion pump. It was reported that the catheter failed in 1995 or 1996. A dye study was done and the dye was not going into the spine, and it was determined that the catheter was fractured. The patient had the catheter replaced and there was some tunneling issues during the replacement. No further complications were reported.